Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; full lead returned and analyzed. Blood in/on helix/lobe mechanism.

Event description:
It was reported that the helix was not tested on the table prior to implant. The lead was positioned a first time and electrical parameters were tested with good results. Then the helix was retracted and the lead was repositioned, but it was not possible anymore to move the helix. The lead was removed and replaced by a new one. This was reported during the implant procedure. No patient complications have been reported as a result of this event.